Event description:
A malfunction was reported with the pump, specifically noting a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with this process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared within 24 hours or if a different malfunction occurred.